Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a partial lead (only connector portion) was returned. Electrical testing and visual and x-ray examinations of the partial lead were normal.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead had failed to sense. The physician scheduled a lead revision procedure, and the ra lead was eventually capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.